Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. The patient condition was stable.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was above elective replacement indicator (eri) level upon receipt reaching eri during the analysis. Visual inspection of the header did not find any anomaly related to the field concern. Additional inspection noted cautery marks consistent with the false alert triggered. Session record retrieved indicates auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing. Electrical analysis performed indicated normal functionality. Further battery assessment at various pulse amplitude measured normal current level, and no indication of premature depletion noted. Longevity assessment was performed and the device exceeded projected longevity indicating normal battery depletion.